Event description:
Received one device, delaminated downstream occlusion sensor (dso). It's confirmed that the pump has a crack inside battery compartment near battery door hinge, corroded battery terminals, bubbled downstream occlusion. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
Received one device. Inspection found delaminated downstream occlusion sensor (dso) seal. Dso seal replaced. The device passed all test. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.